Manufacturer narrative:
(B)(4).

Event description:
The patient's husband stated they received questionable results from coaguchek xs meter serial number (B)(4).. A nurse tested the patient with the meter at 9:13 a.m. And the result was 2.7 inr. The patient's husband could not find this value in the meter memory. The patient's husband stated that he asked the nurse to come back to test the patient again to ensure that the result saved in the meter memory. At approximately 11 a.m., the patient was tested with the meter again and the result was 1.0 inr. A sample was obtained with a different finger for this measurement. When checking the meter memory for this result, it did show that it was tested on (B)(6) 2017, but the testing time was 10:04 p.m.. It was found the time was not set correctly in the meter software. No actions were taken based on the meter values. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient and the patient's medication was not changed based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The patient had no known concerns with hematocrit levels. The patient did not have lupus or antiphospholipid antibodies. The patient does not use other blood thinners or direct thrombin inhibitors. The patient has had no other illnesses or medication changes recently. The patient does not have any special or unusual diet. The meter has not been cleaned and did not need cleaning. A display check of the meter was performed and there were no segments missing from the result display. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter and one test strip were returned for investigation. The returned meter and strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 60%. Donor 2 hct: 52%. Testing results: donor #1: master lot: 2.2 inr. Customer strip and meter: 2.1 inr. Donor #2: master lot: 2.9 inr. Master lot strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.